Manufacturer narrative:
The pump was received with missing segments/partial display due to a cracked and bleeding lcd glass, minor scratches on the display window, and a cracked reservoir tube lip. Unable to perform the idle current, run current, self test, off no power, unexpected restart, basic occlusion, occlusion, prime, no delivery, or displacement tests due to the lcd damage.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that his insulin pump fell off of his dresser onto the marble floor and damaged half of the screen. The patient's blood glucose at the time of incident was 37 mg/dl, which he treated by suspending the insulin pump and drinking orange juice mixed with two or three packets of sugar. Troubleshooting was initiated for the insulin pump. There was no visible insulin pump damage. The drive support cap appeared normal. A self test was performed and a clear screen appeared instead of a test complete message; the device then went back to the self test in the utilities menu. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.